Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt the device was unable to adhere to the pt's skin using two set of electrode pads. However, a third set of electrode pads were used and successful. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.